Event description:
I have been using reprocessed tronex n-95 masks for the last week. Last week I noticed that before the end of my shift my chin to right lower side would become very itchy. Starting yesterday (B)(6) 2020, I have developed scattered rash developed over my right chin. FDA safety report ID # (B)(4).